Event description:
I have experienced a persistent pattern of abbott freestyle libre 2 sensors (continuous glucose monitor) failing after 10 to 11 days of use. The cgm reader will display a message that the sensor is no longer working and needs to be replaced. They are indicated for 14 days of use. The most recent failure contained the error code er3 365 p, although various other codes have appeared. I have had 7 total that have stopped working prior to their 14 day window from a period of (B)(6) 2021 to now. FDA safety report ID # (B)(4).